Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, upon further investigation, a buckled upstream occlusion seal (uso) and error code 46011 were observed. Replaced a uso seal downstream occlusion sensor (dso) seal. This indicated a reportable malfunction based on the damaged dso. The cause of the reported issue could not be confirmed. The downstream occlusion seal was replaced as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to no power. During inspection, a buckled upstream occlusion seal (uso) and error code 46011 were observed. There was no patient involvement.